Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced adhesive failure on (B)(6) 2026, during which the infusion set fell off after about one and a half days of use. The patient replaced the infusion set, and insulin delivery resumed successfully. No further information available.